Event description:
As stated by the customer (B)(6) 2010: reported as uncommanded movement, tested and found all functions u/s, removed handset found tub up/down ok. Replaced handset with new, tested all functions ok. (B)(4).

Manufacturer narrative:
We are reporting according to exemption to (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4), the legal MFR, arjo hospital equipment ab in (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.